Manufacturer narrative:
The device referenced in this report was forwarded to olympus for investigation. The investigation revealed that the ceramic tip was broken and small cracks were found inside the inner sheath along with dents and scratches on the outer sheath, which appears to be due to physical damage. The cause of the user's experience cannot be conclusively determined; however, mishandling cannot be ruled out as a contributing factor to this report. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a transurethral resection of the prostate, the ceramic tip of the device broke off and fell into the pt's bladder. The ceramic tip was successfully retrieved with a grasper forcep. The procedure was completed with a different, but similar device (26 degree obturator sheath). There was no pt injury reported.